Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the ceramic tip was repaired by an unauthorized third party. The incorrect adhesive was used for the repair of the tip and it dissolved, causing the insulating insert to come off. The adhesive, did not meet the olympus standard. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the hysteroscope's ceramic tip was broken. The issue occurred during reprocessing. There were no reports of patient harm.